Manufacturer narrative:
(B)(4). Device passed displacement, rewind, prime/seating, and force sensor tests; it failed basic occlusion, and occlusion tests. Did not note any evidence of previous moisture or corrosion on the electronic boards and motor assembly inside the case. The failure is probably due to some problem with the electronics. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had occlusion alarm during basal. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.